Event description:
A customer contacted beckman coulter inc. (Bci) regarding low hdld results generated by the cx4 pro analyzer. The original result obtained was 17 mg/dl and the result obtained from another instrument was 32 mg/dl. The erroneous result was reported outside of the laboratory. Unknown if treatment was initiated or withheld based upon the low results.

Manufacturer narrative:
Qc results were within the lab's established ranges. A field service engineer (fse) performed multiple repairs on the instrument. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.